Manufacturer narrative:
The qdot micro device was returned to johnson and johnson medtech for evaluation. Visual inspection, electrical test and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. An electrical test was performed, and no electrical issues were found. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31469364l number, and no internal action related to the complaint was found during the review. The force and electrical issue reported by the customer was confirmed based on the reddish material observed. The root cause of the pebax separation is related to the manufacturing process of the device. The device instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. The carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode. Initially, it was reported that one hour after the catheter was used, when the pacemap was performed in the right ventricular outflow tract (rvot), there was no interference, they tried to zero the contact force (cf) and it could not be obtained. The numerical value display turned white, and an interference mark was also displayed. At the same time, alert 84 was displayed. When the qdot micro catheter was removed from the patient's body and checked, it was confirmed that blood had accumulated at the tip of the catheter. The catheter and cable were unplugged and re-plugged and replaced the cable, but the problem was not resolved. The issue was resolved by replacing the catheter to another one. The procedure was completed without patient consequence. The foreign material (blood), force issue and signal issue were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 10-apr-2025, a separation between the pebax and electrode were observed, with reddish material inside. This was assessed as MDR reportable with an awareness date of 10-apr-2025.